Event description:
It was reported that pump malfunction occurred after pump was placed in cooler with ice and later displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.